Event description:
It was reported when attempting to advance the pusher rod, it would not move forward. It appeared the filter stuck at the storage tube transition. The delivery system was removed and another device was used to successfully complete the case. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received one g2 filter delivery system (pusherwire, y-body and storage tube). There was no filter, introducer sheath or dilator returned for evaluation. Upon inspection of the returned sample, the pusherwire was inserted through the storage tube and the y-body as received. The touhy nut was very tight. The pusherwire was clean and intact. The measurements were within specifications. There were scratch marks and twisting marks on the ID of the tube, where the filter had stopped and then appeared to have been pulled back. All measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy as the scratch marks indicate in the storage tube, root cause unk. It is unk if procedural issues contributed to this event. Handling of g2 filter system from the IFU: the current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do no twist the pusher wire handle at any time during this procedure. Warnings; the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.